Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported the 67-year-old male patient was on impella 5.5 support when the pump had high purge pressure. Tissue plasma activator (tpa) was added to the purge and support continued.

Event description:
Additional information received that the patient had renal failure while on support. It is unknown if the impella was related to the renal failure.

Manufacturer narrative:
The investigation of high purge pressure and renal failure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was determined to most likely be biomaterial. The root cause of the hemolysis and subsequent renal failure was determined to most likely be patient condition. Based on new information received the following were changed on manufacturer device report 1220648-2024-17412. B1 changed to both adverse event and product problem. B2 updated. B5 updated with additional information. H1 type of reportable event. H6 updated health effect - clinical code and health effect - impact code to reflect new information. Information for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly from manufacturer device report 1220648-2024-17412: h5 labeled for single use h6 code 4582 and 4644 was reported incorrectly. New code was added to health effect - impact code